Event description:
Customer reported issue related to updating time, personal profile, or biq/ciq settings, which resulted in low blood glucose levels. Specific value of blood glucose was unknown, but it was displayed as "low." To address low blood glucose, customer consumed carbohydrates and did not require third-party assistance. Customer technical support assisted in updating the settings and advised customer to consult healthcare provider when settings are updated. Customer acknowledged and understood the guidance.